Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the duplicate cubie was detected. A technical support specialist checked the station and confirmed the failed hardware icon was no longer present; the previous duplicate cubie issue appeared resolved. The drawer with morphine was still not recognized, indicating another duplicate hardware issue. Requested medid and storage details from customer. Unable to perform remote troubleshooting due to ongoing rss/aria outage, as the station showed remote access agent/component not available. The tss then assisted the customer to remove all cubie pockets from the device drawer, which contained older legacy pockets without quick response codes and used the hardware troubleshooting application tool to open the lids and release each cubie pocket. The customer then reinstalled medications into the new cubie pockets and needed support to remove the old pockets within the medication application through the failed hardware process and the customer reopened each pocket and refilled them with the correct medications and corresponding medication counts. The device inventory was added to the case, and the customer confirmed that the device was fully functional and provided approval to close the ticket. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubie displayed a duplicate cubie detected message and did not allow access to the medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.